Event description:
The customer reported that the plastic tray containing this sterile tubing set was found with a crack, compromising the product's sterility. This damage was noticed by the facility upon inspecting the package and had no patient involvement.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: to date, the product has not been received for evaluation. A review of product history shows similar reported problems within the past few months. A stock audit was performed and a corrective action has been initiated. A temporary change has been made to the packaging. A follow-up report will be sent once the product has been received and the reported problem evaluated.